Event description:
On (B)(6) 2024, information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt had groups a b and c; starting 4 or 5 days ago the patient was unable to adjust or turn their stimulation on or off with group a or c. Patient mentioned that group c was light a and b together. When trying to use a and b they were getting settings not available. During call pt verified stimulation on group a was turned on and the patient denied any recent falls or traumas. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt said they did not have their settings set on max, they thought they could go as high as 150 but had it at 100. Additional information was obtained on (B)(6) 2024. The pt reported they met with a rep for reprogramming, and had their leads ended up being replaced in their back on (B)(6) 2024. The lead replacement resolved the reported issue.

Manufacturer narrative:
Continuation of d10: product ID: 977a260 lot#serial#: (B)(6), implanted: on (B)(6) 2015, explanted: on (B)(6) 2024, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2015, explanted: on (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 29-jun-2019, UDI#: (b)(\4), product ID: 977a260, serial/lot#: (B)(6), ubd: 28-may-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.